Event description:
It was reported that during interrogation of the implantable cardiac monitor, the device went into noise recovery when the patient bent down. ECG markers could not be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.